Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed since a correct lot number was not provided by the customer and sales history could not be obtained. Without the device to evaluate, the complaint could not be confirmed , and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: on initial insertion of cvc, the doctor gained access with needle and put guidewire through needle. When the doctor tried to pull the needle out, he couldn't because the wire was bent. At that point, the doctor pulled the needle and wire out together and lost access and needed to re-stick patient.